Event description:
It was reported that during a thyroid procedure the blade broke off the device while activating on tissue (piece retrieved). The surgeon may have bumped the blade against the metal retractor several times during the case prior to breakage. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.